Manufacturer narrative:
Update: correction in section d3 was updated to reflect legal manufacturing address. Reported event ¿red button was stuck and he had to manually take an instrument to unstick the red button¿ was unconfirmed. An examination of returned used 60-6010-005 device found that the button was able to be pressed down and still return to the original position. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of one device for this lot number and failure mode. (B)(4). We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6010-005 multifunction instrument system (straight grip handle)switch device was being used during an unknown procedure on an unknown date when it was reported ¿there have been 3 separate occasions where the red button was stuck and he had to manually take an instrument to unstick the red button.¿. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text : device not yet received.

Event description:
The sales representative reported on behalf of the customer that the 60-6010-005 multifunction instrument system (straight grip handle)switch device was being used during an unknown procedure on an unknown date when it was reported ¿there have been 3 separate occasions where the red button was stuck and he had to manually take an instrument to unstick the red button.¿. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.